Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited greater than 7.5 v capture threshold and low impedance of 235 ohms due to clavicular crush damage. The lead was explanted and replaced.

Event description:
It was reported that the device charged up to the selected energy but the shock button was pressed three times before the defibrillation energy was delivered to a pt. Paramedics responded to a call involving a down (B) (6) male pt in three to five minutes and observed CPR in progress. The device was connected and the pt initially had a ventricular fibrillation (vf) rhythm that converted to asystole. The pt then reverted back to a vf rhythm and the delay in the shock button response to deliver energy was reported to have occurred. Device users switched to another defibrillator and provided the pt care. The pt was delivered to the hospital with a pulse and pressure. It was later reported that the pt passed away at the hospital. The device use had no adverse effects on the pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
Final analysis found that only the proximal end of the lead was returned. All five wires of the proximal coil were fractured at 28.8 cm from the connector pin, due to clavicu- lar crush. Both insulations were abraded in the same location. The proximal insulation was also abraded at 26.8 cm from the connector pin.